Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error in which supplies were re-used for peritoneal dialysis therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the home patient (hp) had disconnected the heater bag and connected a new, full solution bag to the already used heater line during peritoneal dialysis (pd) therapy. The technical service representative (tsr) assisted the hp in ending therapy and advised them to restart therapy with new supplies or to perform continuous ambulatory peritoneal dialysis (capd). There was no report of patient injury or medical intervention associated with this event. No additional information is available.